Event description:
It was reported that 8 months after a coronary stenting procedure, restenosis of the express2 monorail stent occurred. The physician used a cutting balloon to open the lesion and placed a 3. 5 x 8mm taxus drug eluding stent. Patient status is reported as 'stable'.

Manufacturer narrative:
The complainant indicated that the stent was implanted and that the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed. Because the batch number for this complaint is unknown, the shop floor paperwork and a similar complaint review could not be examined.